Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.

Event description:
General report received of an unspecified number of undocumented incidents of concurrent delivery. The primary tubing sets were being used to deliver unspecified solutions via symbiq pumps. The secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. The primary solution containers were lowered below the secondary solution containers. After unspecified lengths of time in use, the nurses noted that the primary and secondary solutions were infusing concurrently. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.